Manufacturer narrative:
Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2017. Subsequently, medtronic diabetes conducted a two year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call they had experienced bent infusion set needles on some of their infusion sets. Customer reported that their mother had thrown away these infusion sets. Customer's blood glucose level at the time of the incident was 500 mg/dl. Customer was able to troubleshoot the bent infusion set needles. Customer did not troubleshoot the elevated blood glucose level. No product is expected to be returned.